Manufacturer narrative:
The investigation for the reported limb ischemia and low pump flow issues has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that a large clot in the cannula was found, indicating the root cause of the low pump flow was biomaterial. The limb ischemia is most likely due to the physician leaving the sheath in. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed limb ischemia, the right foot was noted to be cold. The introducer was not peeled away, pulses diminished, and only the doppler was palpated. It was also reported low pump flows were observed due to positional issues, the pump was repositioned, however, the flows were still limited. The physician made the decision to remove the impella